Event description:
A report was received that the patient¿s implant stopped working. The patient underwent an explant procedure. No further information can be obtained.

Manufacturer narrative:
B3: april 2013 d7: april 2014 additional suspect medical device component involved in the event: model : sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. Device evaluation indicated that the ipg passed all tests. Therefore, the ipg exhibits normal device characteristics.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s implant stopped working. The patient underwent an explant procedure. No further information can be obtained.